Event description:
During the atrial fibrillation procedure, the hemostasis valve leaked blood. The sheath was inserted into the right atrium and when the dilator was removed prior to the insertion of the catheter and septal puncture needle, blood leaked from the valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.